Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00236016625, item name:, 2.5 mm hex, cannulated, screwdriver, standard quickconnect, lot / software release #(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01102.

Event description:
It was reported that in our kit inspection at (B)(6) distribution center, inspector found tip of the screw driver was deformed. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to a serious injury nor has it been previously reported. Therefore, this event will be made not reportable.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to a serious injury nor has it been previously reported. Therefore, this event will be made not reportable.